Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the freedom driver exhibited a squeaking noise while supporting a patient. The customer also reported that the patient was subsequently switched to the backup freedom driver. There was no reported adverse patient impact. The freedom driver was returned to syncardia for evaluation. Visual inspection of the external components revealed no abnormalities. Visual inspection of the internal components revealed foreign object debris on some of the internal components, which did not impact the functionality of the driver during investigation testing. The foreign object debris was removed during service of the driver. The driver was functionally tested and passed all test acceptance criteria, which included normotensive and hypertensive settings, with no anomalies, unintended alarms or noise. The driver was tested for an additional 92 hours and performed as intended with no issues. The reported squeaking noise could not be functionally reproduced during investigation testing, and the root cause could not be determined. During investigation testing, the freedom driver performed as intended, and there was no evidence of a device malfunction. Although the squeaking noise did not occur during the investigation, it is possible that the squeaking noise originated from the primary motor cam follower making contact with the strike plate of the piston cylinder assembly as a result of normal operation. The motors and piston cylinder assembly were replaced during service of the driver, and the driver then passed all final performance testing. The reported issue posed a low risk to the patient because it did not prevent the freedom driver from performing its life-sustaining functions. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file.

Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the freedom driver exhibited a squeaking noise while supporting a patient. The customer also reported that the patient was subsequently switched to the backup freedom driver. There was no reported adverse patient impact. This alleged failure mode poses a low risk to the patient because although the freedom driver exhibited squeaking noises, the freedom driver continued to perform its life-sustaining functions. The freedom driver will be returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR.